Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The user¿s blood glucose (bg) level was 257 mg/dl at the time of the reported event. The customer addressed bg level with a bolus via the pump. Additionally, while contacting tandem technical services. The customer reported experiencing a low blood glucose of 67 mg/dl earlier in the day which was treated with orange juice. The customer stated that the cause of the low bg was due to excessive physical exercise and believed the basal rate may be to high. The customer reported would contact their healthcare provider regarding the basal setting adjustments. The customer reported that will continue to user the pump until replacement arrived.